Event description:
Reportedly, when the device was applied it did not staple and cut to the end. During stapling, the surgeon heard a cracking sound with the stapler application. The procedure was prolonged as the coelioscopy changed to an open surgery.